Event description:
Information received by medtronic indicated that the insulin pump had a crack all down the battery housing side. Customer stated that insulin pump was not bumped or dropped. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On 07/31/2022 the customer reported a crack in the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover, peeling keypad overlay, cracked middle (enter) keypad button, scratched keypad overlay.unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. The initial attempt to download/upload using crest/thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. 6 occurrences error codes 00000044, 0000004f, & 3d960044 appear in the bootloader traces.the case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j6, back of the lcd screen, da1, da2, j1, u2; pcba2--j1, lcd flex cable terminal; motor flex cable terminal, force sensor flex cable terminal.the force sensor zero offset measured within spec = 23.3 mv. In summary, the customer¿s report of a crack in the back of the battery compartment was confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the 6 occurrences of the error codes 00000044, 0000004f, & 3d96. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.